Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: part #: 04.009.248s, lot #: 2l89357, manufacturing site: werk mezzovico, supplier: n/a, release to warehouse date: january 29, 2019 , expiration date: january 1, 2029 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the expert a2fn nail ø9 r cann l340 tan ligh has stripped threads, assembling issues are most likely due to this condition. Broken condition cannot be confirmed as the device remains in one piece. A dimensional inspection for the expert a2fn nail ø9 r cann l340 tan ligh was unable to be performed due to post manufacturing damage. A functional test was performed within the complaint device and mating part (end-cap f/a2fn cann extens. 10 tan grey - 04.009.002s), assembling process was not successful since threaded sections of both devices were stripped, devices were not able to be locked together. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the expert a2fn nail ø9 r cann l340 tan ligh would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Expert a2fn 9mm, right . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2020, the patient underwent surgery for femoral shaft fracture with afnj implants at another hospital. After surgery, on (B)(6) 2021, revision surgery for removing implants was performed. In the revision surgery, it was found that the endcap had not been inserted fully. There seemed to be a high possibility that the threaded part on the nail had been broken. The surgery was completed with 60 minutes delay. The health hazard due to this event is prolongation of operation time and expansion of incision. The patient outcome is stable. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) expert a2fn nail ø9 r cann l340 tan light. This is report 2 of 3 or complaint (B)(4).